Event description:
Per the audiologist's report, this patient had facial nerves stimulation (fns) at the initial activation of her device. Three electrodes were deactivated to stop the fns. Around 2006 the patient went to the ER complaining of pain on the right side of her head from the implant. She says she wants the device removed. Her surgeon will be removing her device 2 months later.